Event description:
This device is not sold/distributed in the united states. Procedure type: proximal gastrectomy. Patient gender: male. According to the reporter: no patient injury was reported. After the operation, the anastomosis bleeding. Then the anastomosis was redone, however, after the 2nd anastomosis, the staple line was still bleeding. The anastomosis was redone a third time and with endoscopic treatment to stop the bleeding. Another operation was performed for esophagojejunostomy at which point the bleeding was stopped. The patient was transferred to the ICU. No further information regarding the procedure has been obtained thus far.